Manufacturer narrative:
Device evaluation: one pump was received for investigation with a crack on right plunger case. It was also noted that the plunger head was loose. Event history log was reviewed and "syringe plunger not in place" error was found. During the syringe test, syringe plunger not in place and the plunger sensor test failed. Root cause traced to user error of incorrect assembly of timing plates, causing the syringe plunger to not be in place. Preventative maintenance was performed along with reassembly of the timing plates. Additionally, the carriage screws were tightened. The product is beyond a year from the manufacture date, due to this no device history review was done. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the plunger sensor not in place and giving an error. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.